Event description:
It was reported the pt experienced stimulation in the wrong location, painful stimulation in her right leg, and pain while urinating. It was stated the pt "fell at a waterpark" in (B)(6)2010, and after could feel stimulation whether the device was on or off. Additional info has been requested. A follow-up report will be sent if additional info becomes available. Reference MFR report # 3004209178-2010-09090.

Manufacturer narrative:
(B)(4).